Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. During visual inspection, fa found the heat sink paint starting to fade. The unit was installed onto a golden system, and it functioned as expected. Failure analysis concluded that no root cause could be attributed to this issue.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the erbe generator did not make any sound when activating both monopolar and bipolar energy. The user had performed a power cycle and a hard power cycle on the system, but the issue persisted. The system was not connected to system logs. The tse recommended that the user power cycle the erbe to restore the system logs connection, but they declined to follow. Procedure outcome is unknown at the time of the report. No known impact or patient consequence was reported.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found the unit was working correctly during the functional testing. Logs were not available for this reported event.

Event description:
Refer to h11 for follow-up information.